Event description:
During gluing of an arteriovenous malformation (avm), the catheter fractured with glue embolization into left pca; attempted to retrieve but was unsuccessful. Patient currently in pacu. May result in loss of vision